Event description:
Imdrf codes must be updated.

Manufacturer narrative:
E.1: address was not located and il was used. H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle eclipse 25x1 rb package seal integrity was poor/questionable. The following information was provided by the initial reporter: "yellowed packaging with unsealed sides found in our medication room supplies." Addition information provided on 01/10/2024: 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. Product found in use on (B)(6) 2024. Clinic unsure of when this particular lot # was purchased from (B)(6).